Manufacturer narrative:
On (B)(6) 2016 the fse replaced the main analyzer board to fix the high wbc (white blood cell) aperture voltages. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The field service engineer (fse) reported high wbc aperture voltages on the coulter act diff analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results.